Manufacturer narrative:
The ticket searches determined that there is no unusual activity for reagent lot 61424fn00 and the complaint trending report review determined that there is no non statistical or adverse trend for the issue for the product. A review of the architect i1000sr analyzer instrument logs ruled out the potential for any type of carryover issues. Customer field data was used to assess the specificity of the assay covering the timeframe (B)(6) 2015 to (B)(6) 2016. Data indicates that the lot is performing acceptably and comparable to other lots in the field. The architect hbsag qualitative ii assay package insert and the architect operation manual contain information to address the current customer issue. Based on the information within the complaint record, a malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no deficiency of the device was identified. This report is being filed on an international product, list number 02g22, that has similar products distributed in the us, list numbers 01l80 and 04p23.

Event description:
The customer states that on (B)(6) 2016 one patient sample (sid l02060969s) generated architect hbsag assay (list 02g22) results of 6.87 and 10.13 s/co (reactive). The sample confirmed reactive by the architect hbsag confirmatory assay (list 09c94) at c1= 0.208 s/co, c2= 5.41 s/co with 100.45 %neutralization and re-confirmed at c1= 0.206 s/co, c2= 4.83 with 100.56 %neutralization. Architect anti-hbs results were also positive at 68.49 miu/ml. The results were reported from the lab and subsequently questioned by the patient's physician. On (B)(6) 2016, the sample was thawed and retested. The architect hbsag assay results were nonreactive at 0.57 and 0.49 s/co and the architect hbsag confirmatory assay results did not confirm at c1= 0.312 s/co, c2= 0.626 s/co with 0.00 %neutralization. Architect hbeag (0.342 and 0.36 s/co) and anti-hbe assay results (1.10 and 1.06 s/co) were negative. Architect anti-hbs results remained positive (68.94 miu/ml). On (B)(6) 2016 an additional sample was drawn from this patient (sid l02063185s) and generated the following results: anti-hbc ii= 2.55 s/co (reactive); anti-hbs= 67.05 miu/ml (protective); hbeag= 0.377 s/co (non reactive); anti-hbe= 1.79 s/co (non reactive); and, hbsag qual ii= 0.23 s/co (non reactive). Hbv dna testing was also performed on this patient and was negative. There is no impact to patient management reported.